Event description:
It was reported by the technical consultant that an inpatient about two weeks post implant began to have electrical fault alarms. Log files sent. The driveline was cleaned and the controller was exchanged. The service report states: the inspection of the driveline was done and bedside and phase-a electrical faults logged. The patient was prepped for the procedure with inotropes. The green wore appears to be cloudy. Three cleaning procedures were required to clean the cark brown contaminated in the connector. The pump was stopped for approximately two minutes. The action resolved the issue. Service date: june 5, 2015. There were no reported consequences or impact to the patient. No additional information was reported. This is report 2 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. This is one of two reports (3007042319-2015-01362 and 3007042319-2015-01363) submitted for devices related to the same event.

Manufacturer narrative:
The controller passes functional testing but fails visual inspection. Contamination was observed on the controller driveline connector. Review of the log files reveals occurrences of several electrical fault alarms. These alarms are most likely due to contamination of the driveline connector by foreign material. Cleaning on the driveline connector was performed at the patient's site. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01362 and 3007042319-2015-01363) submitted for devices related to the same event.